Event description:
It was reported that the right ventricular lead exhibited noise, high thresholds and low impedance, a fluoroscopy revealed an insulation anomaly, the lead sustained rib clavicular crush damage. The patient was symptomatic with pocket stimulation. The lead was partially explanted during a routine pulse generator change out. The patient did no experience any adverse consequences post procedure.

Manufacturer narrative:
(B)(4). Final analysis found that the lead was returned in four pieces. On one segment the outer insulation was found to be damaged at 15.8 cm to 16.6 cm from the proximal insulation cut end. On another segment all filars of the outer coil were fractured at approximately 18.5 cm from the proximal inner coil cut end, due to clavicular crush damage.